Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to tamp a zyston straight cage back into place after the patient fell at home post-operatively, causing the cage to migrate from its location.

Event description:
It was reported that a revision surgery was performed to tamp a zyston straight cage back into place after the patient fell at home postoperatively, causing the cage to migrate from its location.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and no x-rays or photos were provided. Device evaluation unable to be completed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the fall as mentioned in the complaint description. DHR review: DHR review unable to be performed as lot information is not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.